Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. The following non-reportable malfunctions were identified: the lock engagement lever and up/down (u/d) knob could not be locked securely due to wear/discoloration of air water cylinder/electrical connector (el) corrosion due to water leakage/water tightness lost/pinhole on rubber/objective lens cracked/the adhesive part of the lens came off and had a chip/bending angle in the right directions does not meet specification/cover had a dent/ultrasonic probe loose and lastly, buckling of the universal cord. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a leakage at the distal end of the evis exera ii ultrasound gastrovideoscope. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, there was a gap between the acoustic lens and ultrasound probe and stain entered inside the lens due to the gap. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasonic probe occurred due to a handling mistake of the facility or wear/damage due to an increase in time and use. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.